Event description:
A first PICC catheter was inserted in a adult pt on 9/22/97. The dr that placed the catheter had difficulty removing the wire stylet from the catheter. When the initial x-ray was taken to confirm tip placement, the radiologist noted what appeared to be a "wire fragment" within the catheter. The order was given to initiate infusion therapy even though this fragment was known to be within the catheter. On 9/23/97, an x-ray showed this fragment as free floating into the pt's venous fluoroscopy. The pt was reported to be okay. The first PICC catheter was left in the pt.